Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to the emergency room (ER) and eventually got hospitalized (intensive care unit) on (B)(6) 2024 due to kinked cannula which leads to hyperglycemia. The blood glucose level was 469 mg/dl at the time of event and the patient got treated with intravenous fluids of saline and insulin, bloodwork, zaltran for nausea. The infusion set was in use for less than 24 hours. The patient was released from the hospital on (B)(6) 2024. The trace ketones were also tested positive. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.